Event description:
(B)(4) received a call on 01/28/2016 reporting a medical intervention that occurrred on (B)(6) 2016 at 9:12am. Patient's daughter called in stating that patient was unresponsive. The reading on the prodigy meter at the time of event was 50mg/dl. Patient was experiencing symptoms of unresponsiveness, sweating and her eyes were rolled back. While waiting on paramedics patient's daughter tried to revive her with water, orange juice, milk and sugar but patient was incoherent. Daughter was advised by 911 agent not to give patient any more sugar but daughter disregarded advice. Four to five additional tests were performed on patient but daughter wasn't sure what the readings were. Patient's normal blood glucose readings around the time of this event were between 120-150mg/dl. Paramedics were called and arrived 10-15 minutes after being called. Upon arrival paramedics tested patient's blood glucose with their meter with a result of 25mg/dl. Paramedics administered a glucose IV to patient. Patient was not transported to ER. (B)(4) sent replacement and prepaid envelope requesting return of suspect device.

Event description:
This is a supplemental report to initial report 3008789114-2016-00009 to submit investigation results from the manufacturer for the suspect device. (B)(4).